Event description:
It was reported that the patient's system controller display would remain dark when turned on. The system controller was exchanged on (B)(6) 2022.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section d6a: date of implant was incorrectly included in initial report. Date of implant is not applicable for heartmate 3 system controller. Manufacturer's investigation conclusion: the reported event of the display remaining dark when pressing the display button was confirmed through the submitted customer video. The system controller (serial #: (B)(6) was returned for analysis and underwent preliminary and functional testing. The system controller display was working, and the display button was used to navigate through each screen. The reported event was not able to be reproduced during testing. The system controller was opened and during this process, the user interface (ui) ribbon cable connector came detached from the ui printed circuit board (pcb). This connection issue may have resulted in the reported event of display issues. The system controller was connected to the mock loop and was able to operate for an extended operation as intended. Additional provided information stated that the issue resolved after the controller exchange. The root cause for the reported event was unable to be conclusively determined through this analysis; however, the internal connection issue may have contributed to the reported event. During the investigation there was an incidental finding of a communication issue. During testing, it was found that the system controller was not communicating with the system monitor. The system controller was opened to replace the dual power leads with test cables. After testing, the original dual power leads were reconnected to the system controller. The system controller was then connected to a system monitor and was able to communicate. The dual power leads then underwent resistance and insulation testing. A slight increase in resistance was observed amongst both the black and white cables; however, there were no open leads found. The device history records were reviewed for the system controller (serial #: (B)(6) and the system controller passed all manufacturing and quality assurance specifications. Heartmate iii instructions for use (IFU) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The manufacturer is closing the file on this event.